Event description:
The customer reported being hospitalized due to high blood glucose over 480 mg/dl, and she was treated with manual injections. The customer stated that she fell sick and could not lower her glucose level. Troubleshooting was performed. The time, date, programming, and settings were correct. Ran a high pressure test and passed. The customer mentioned that the insulin pump was squirting insulin out of tubing during priming, but no alarm occurred. Advised the customer that the insulin pump will be replaced. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.